Event description:
It was reported that a user¿s ilet pump did not show any charging light or screen activity when placed on the charger, consistent with a charging problem involving the battery charger; after inspecting the charging pad and wall plug, the user re-seated the device and observed a solid charging light and the screen powered on. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging issue associated with the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.